Event description:
Rn was attempting to hang a unit of blood with a high efficiency leukocyte removal filter tubing for blood administration. When she primed the tubing a hole was discovered in the tubing at a kink. Tubing had been primed with nacl and not blood.